Manufacturer narrative:
The lot history records of the sterile and individual component parts were reviewed in their entirety during the investigation. These records included quality inspection records, component inspection records, component print specification, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of conformance. No non-conformances were found in any records that were reviewed that would have contributed to the device failure. 1443-3311 101473 crosstietm 3.0 x 3.0 x 10o sterile. 100003, 101383, crosstietm 3.0 x 3.0 x 10o.

Event description:
During surgery on (B)(6) 2020, the surgeon was implanting crosstie implant. The implant broke during implantation. The implant was removed, and another crosstie implant was utilized. The surgical delay was limited and no patient surgical complications. The implant was removed, and another crosstie implant was utilized.